Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist performed troubleshooting with the customer and checked the alignments of the sample and reagent probes, which were acceptable. The customer repeated other patient samples tested for calcium and the repeat results all matched the initial results. The cause of the discordant, falsely low result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low calcium result was obtained on one patient sample on a dimension exl w/lm instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument and resulted higher. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant calcium result.